Event description:
After 41 months of implantation, this ICD was explanted because the pt was receiving inappropriate shocks. The facility was notified that this device is a suspect device for over-sensing.